Event description:
It was reported the patient experienced increased spasticity ¿over time¿ and went into total withdrawal on (B)(6) 2013. The patient went into the emergency room and his pump managing physician managed the withdrawal. The patient also experienced fever. A rotor/roller study was performed on (B)(6) 2013, in addition to reading the pump logs. The results of the rotor study indicated that the pump was "fine." A catheter dye study was performed on another day (date not specified) gave results which were also ¿fine.¿ because there weren¿t any abnormalities, the catheter was replaced on (B)(6) 2013. After explanting the catheter, the doctor put the catheter under pressure and thought he might have seen leakage around the anchor. The patient required hospitalization as a result of the event, but was reported to be alive without injury. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the 8709 catheter revealed catheter body hole caused by deep abrasion. Analyisis of the 8711 catheter revealed no significant anomaly catheter body torn or broken at or after explant did not affect infusion. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4).